Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had never had therapeutic effect. This was the second pump for this patient. The patient had good results from the first pump; since the replacement, the patient has not had good results. The hcp was decreasing the pump 20 percent to see if that would have an effect on the patient. There had been no volume discrepancies but the reporter indicated that the catheter may possibly be out of the intrathecal space. Device troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.